Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the left cylinder. The cylinder and pump were replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. A large tear was identified in the outer tube that was consistent with avulsion and wear at a fold in the proximal cylinder body. The second cylinder performed within specifications. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. Based analysis results, the tear identified in the first cylinder confirmed the reported event, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the left cylinder. The cylinder and pump were replaced. There were no patient complications.